Event description:
Baxter (B)(4) received a report of an intermate that leaked around the connection site during patient therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if other relevant additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4), evaluation summary: baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. Examination of the unit showed the leak to be cause by broken tubing at the junction of the distal luer post. If additional relevant information is received, a follow up report will be sent.